Event description:
It was reported that a burning smell was noted coming from the adaptor plugged into the wall. The power supply failed to the transmitter.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.